Event description:
Revision surgery - patient fell within the past 5 das, dislocating right hip. When patient was reduced (mua), she subsequent x-ray showed complete disassociation of the bipolar from head/stem. Revision surgery was performed with new bipolar.